Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 533 mg/dl. The customer reported that the insulin pump will not give him a bolus for the blood glucose his meter just sent. Troubleshooting was not completed because that was the first day on the insulin pump. The device will not be returned for analysis.